Event description:
It was reported that during a cardiac ablation procedure, a steam pop occurred during radiofrequency delivery on the cavotricuspid isthmus in the right atrium; the pop was audible. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Two image files were returned from the field. Both the image files are of the same lesion #70. The radiofrequency lesion #70's lesion graph shows spike in temperature on a specific electrode and wide spread temperature distortion on other electrodes along with the current level dropping and a switch in impedance. This lesion graph behavior can point towards a steam pop that might have occurred during the lesion. In conclusion, the reported steam pop issue was confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that when the steam pop occurred, the physician stopped the lesion by releasing the foot pedal towards the end of the five seconds of lesion.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.